Manufacturer narrative:
No lot code was provided. Without lot code it is not possible to determine the expiration or the manufacture date.

Event description:
A female customer donned a 3m mask and alleged a red rash where the lower part of the mask touched her skin. It is possible that she was prescribed a topical steroid (ingredient not specified) but the woman's doctor has not confirmed the product. The woman is undergoing patch testing. The woman has reacted to isothiazolinone family preservatives in the past. The woman's physician has not ruled out mechanical irritation of the mask on the woman's face.